Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the use of a stent was already scheduled, but a larger stent had to be used to cover both the aneurysm neck and to exclude the spring from the circulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the doctor navigated the coil to the aneurysm and performed the partial placement. Repositioning was attempted for better accommodation in the aneurysm, but it was found the coil was loose and repositioning was not possible. The microcatheter was removed, and the coil projected inside the artery. An intracranial stent was positioning to prison the coil to the wall of the artery and guaranteeing the flow. There was no damage observed to the pushwire of the coil, and the pushwire was discarded. No detachment attempts had been made, no rotation of the pushwire, and a continuous flush had been administered. It was indicated that all devices were prepared as per the instructions for use (IFU). There was no symptoms or injury to the patient. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the middle cerebral artery (mca) bifurcation with a max diameter of 6 mm and a 5 mm neck diameter. It was noted the patient's blood flow and vessel tortuosity were normal. Ancillary devices include an echelon 10 microcatheter.